Event description:
It was reported that pump powered on, charged, and was recognized by customer but immediately displayed malfunction alarm that prevented access to pump functions. There was no reported impact to customer¿s blood glucose level. Customer was provided replacement pump, original pump was scheduled for return to distributor for further evaluation, and no additional information was received regarding further actions or outcome of event.